Event description:
It was reported that the ilet user experienced high blood glucose of 391 mg/dl after an infusion set change and had difficulty deploying two subsequent infusion sets, resulting in incorrect placement and a broken set before successfully placing a third set and resuming insulin delivery. The event was associated with an infusion set usage issue involving the infusion set component. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure with the infusion set. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.